Event description:
Initial report rec'd on (B)(6) 2010: this spontaneous case report was reported by a dermatologist and involves a female pt. Medical history includes fitzpatrick skin type ii. Neither immunological nor collagen vascular diseases were known. Treatment with poly-l-lactic-acid (sculptra) had been performed on (B)(6) 2009, location: nasolabial fold, marionette lines, temples, and cheek lines. On (B)(6) 2009, the pt contacted her dermatologist; findings: formation of nodules at all injection sites over a longer period of time (no date was given). Size of nodules: > 5 mm. The nodules were non-visible, no biopsy was done. On the date of the report, the reaction was ongoing. The event was characterized as "protracted" / "prolonged". There was no evidence of permanent impairment of a body function or body structure. The dermatologist did not suspect this event to be irreversible. A corrective treatment is planned. For each injection, poly-l-lactic acid was reconstituted with 6ml sterile water. Used local anaesthetic: 1ml mepivacaine (depot technique, subcutaneous injection, massage had been done during treatment and then by the pt).